Event description:
An endoscopy center nurse manager reported that two patients underwent colonoscopy procedures with colonoscopes that had not been in contact with cidex opa during reprocessing in an olympus dsd 91e automated endoscope disinfector (aer). The nurse attributed the event to human error and not a malfunction of the aer. The physician contacted both patients about the reprocessing error; the patients will undergo blood tests for infectious disease. The nurse stated that there were no immediate reports of contamination or infections associated with the error.